Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as an empty opened foil, a paper lid and a suture inside of winding former of product code j493, lot lgm371. During the visual inspection of the sample, the swage and attachment area the swage and attachment area were noted to be as expected. The suture could not be dispensed since it has begun with the process of degradation and the time of exposure of suture to the environment could not be determined. The foil was examined and showed multiples wrinkles and holes in cavity on bottom foil package due to excessive manipulation. Per the condition of the sample, the assignable cause of performance breakage suture pre-op, is suture degradation; due to the improper handling of package. A manufacturing record evaluation was performed for the finished device lgm371 number, and no non-conformances were identified.

Event description:
It was reported that the when the package was opened, the suture was found broken. The product was not used on a patient. During the analysis, the suture could not be dispensed since it has begun with the process of degradation and the time of exposure of suture to the environment could not be determined.